Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no reported impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy. Customers blood glucose was 254 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.